Event description:
Related manufacturer reference number: 2017865-2023-94509. It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited high capture threshold and high pacing impedance. The lp was repositioned successfully. During closure, the patient became hypotensive. An effusion from a perforation caused by the lp and delivery catheter was noted on an echocardiogram. An open chest surgical repair was performed. The patient was in stable condition.